Event description:
Note: date of event is unknown. On june 11, 2008, boston scientific corp was informed that, when unpacking a box of sensation polypectomy snares, "it was noticed that the one package was not sealed, no glue." The affected device was not used; therefore, there was no patient involvement.

Manufacturer narrative:
The suspect device has been received for evaluation, however, the analysis has not been completed. Therefore, the cause of the reported malfunction is currently undetermined.